Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient presented on (B)(6) 2023 with stress reaction, medial ankle. Pain & swelling over medial supramalleolar region. The patient denies injury or trauma. The symptoms were worse with weight bearing. The patient was treated with medication, boot and ice. On (B)(6) 2023, the patient reported that the pain improved but not completely resolved.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient presented on (B)(6) 2023 with stress reaction, medial ankle. Pain & swelling over medial supramalleolar region. The patient denies injury or trauma. The symptoms were worse with weight bearing. The patient was treated with medication, boot and ice. On (B)(6) 2023, the patient reported that the pain improved but not completely resolved.